Event description:
The pt was transferred from another facility. After iabp for 133 hrs, the iab leaked and the iab was removed on 5/15/97 at 3:00 a.m. No second iab was inserted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 6/16/97.) (Pt's current status: discharged- rpt'd 6/16/97.)